Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose level was unknown. The customer reported that the buttons was not responding. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. It was mentioned that the screen was froze, black light comes on, continuous noise on the insulin pump. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen display and button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.